Event description:
Hcp reported the pt experienced pump overinfusion. Refill volumes were smaller than expected: 28 cc vs. Expected 30 cc, 31 cc vs. Expected 32 cc, and 24 cc vs. Expected 27 cc. The problem seems to have resolved and the pump is infusing at 0.56 cc/day.